Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three months post replacement procedure, the patient developed an infection and a pocket erosion. The cardiac resynchronization therapy pacemaker (crt-p) system was removed. No further patient complications have been reported as a result of this event.